Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to implant the implant the tip of the instrument fractured. There was no report of foreign body retained or harm to the patient.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. Visual examination of the provided phot identified the impactor pad has fractured. Further examination of the returned product identified the product has heavy signs of repeated use and wear. However, as the impactor pad was not returned, further analysis could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event was confirmed through provided photo and product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.